Manufacturer narrative:
The device was not returned to the manufacturer for physical eval, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past three months. Batch records for the lots identified were reviewed and confirmed there were no deviations or nonconformances during the manufacturing process.

Event description:
The user facility reported that a blood leak occurred during treatment of a pt. The leak was reported to occur right after treatment was initiated. The pt did not require any intervention and there was no adverse effect to the pt.